Event description:
It was reported that there was leaking from right above the drip chamber. The patient received the unit of blood when it was noticed. There was no patient harm.

Manufacturer narrative:
The customer report of leaking from above the drip chamber was confirmed. Visual inspection of the as-received sample observed dried blood residue atop the blood filter drip chamber. The set was attempted to be reprimed in which further inspection observed fluid to leak out from both tubing engagements to their corresponding inlet ports on the top of the blood filter drip chamber component. Further inspection of the leaking engagements observed areas of the outer wall of the tubing not fully adhered against the inner wall of the blood filter drip chamber inlet port. Dimensional analysis of the tubing was measured to be within specification which points to the root cause of insufficient solvent being applied at the engagement of the tubing ends. The root cause of the leak was identified to be a result of incorrect bonding method into dispenser and flow restrictions that didn¿t apply a sufficient amount of solvent needed to facilitate full tubing insertion into the drip chamber cap.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was leaking from right above the drip chamber. The patient received the unit of blood when it was noticed. There was no patient harm.